Manufacturer narrative:
Device eval summary: test results from (B)(6) 2011 (during device manufacture) were reviewed. Sound processor (B)(4) passed all full-functional testing. Within that testing, the initial battery voltage of 2.7926 was confirmed to be within spec (2.70-2.90). A DHR review revealed that the device met all specs and there were no mfg issues. The adequacy of the battery's voltage at the time of implant ((B)(6) 2012) is supported by the battery voltage measurement of 2.801v during an audiological fitting at 2 months post-implant. The sound processor (B)(4) was evaluated upon receipt at envoy medical. A visual inspection revealed no device abnormalities except for some surface scuffing. The battery's voltage was tested and confirmed to be depleted. The sound processor battery voltage was confirmed to be sufficient at both release testing and 2 months post-implant. It was also confirmed to be depleted at the time of explant, though no root cause of the early battery depletion has been identified.

Event description:
(B)(6) 2015 - envoy medical was notified of a sound processor replacement due to battery depletion. This particular sound processor was implanted for 2.8 years (1022 days), which is one day less than the expected worst case battery life for normal operation of 2.8 years (1023 days). Event timeline: original implant surgery - (B)(6) 2012; sound processor replaced due to battery depletion - (B)(6) 2015; device was received at envoy medical for eval - (B)(6) 2015.